Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not opening. A field service engineer (fse) found a failure icon at the top of the screen, with no storage spaces listed for recovery. The customer reported that door 4 would not open during refilling and displayed a message indicating the door needed to be recovered. The fse manually opened all tower doors to trigger failure, allowing the customer to recover each door. Once all tower doors were recovered, the failure icon disappeared. The system was tested using the hardware test application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was failed to open during the refill process. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.